Event description:
The plaintiff's attorney alleged that the decedent experienced acute myocardial infarction and other unspecified injuries on or about (B)(6) 2010 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same patient involving 2 separate products.